Event description:
During routine testing of the device at the svc ctr, the user observed cracks in the lower housing. No other details regarding the nature of the event were provided. Since the event occurred at the svc center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.